Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on: (B)(6) 2017 with coolcurve+ applicator to the upper back. (B)(6) 2017 with coolcore (v0632014335012)to the upper and lower abdomen and to the lower back. (B)(6) 2017 with coolcore (v0632014335012) to the upper back, who developed paradoxical hyperplasia (pah/ph) of the abdomen and back (onset around (B)(6) 2017) diagnosed (B)(6) 2018. Upm not provided. V0632014335012 and v0632014335012.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on: (B)(6) 2017 with coolcurve+ applicator to the upper back, (B)(6) 2017 with coolcore ((B)(6) )to the upper and lower abdomen and to the lower back, (B)(6) 2017 with coolcore ((B)(6) ) to the upper back, who developed paradoxical hyperplasia (pah/ph) of the abdomen and back (onset around september 2017) diagnosed (B)(6) 2018. Upm not provided. (B)(6) and (B)(6) .

Manufacturer narrative:
Corrected data d1 - brand name.